Event description:
It was reported that the patient presented to the emergency room after receiving a shock. Interrogation determined that the right atrial (ra) lead experienced high impedance and small p-waves resulting in an impedance alert that was triggered (B)(6) 2013. In addition, the left ventricular (lv) lead experienced high thresholds. The ra and lv leads currently remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 693565 implantable tachy lead, implanted: (B)(6) 2010; product ID d224trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2010. (B)(4).